Manufacturer narrative:
(B)(4). Additional information received: upon receipt and review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and revised to not reportable.

Event description:
It was reported by the affiliate that during an unknown procedure, incomplete staple line, only cutting line. No further information is available. Suture by hand was used to complete the procedure. There were no adverse consequences for the patient reported, patient is well.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: procedure: lar due to endometriosis. Device was used on thick rectum tissue. After firing of the device the staple lines on both sides and cutting line were complete and the staples were formed normally. However, there was a second cutting line next to the distal staple line. Senior surgeon and chief surgeon assumed that the firing trigger was pushed again and the knife cut the tissue next to the staple line. The tissue was sutured by hand. Patient is fine.